Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted from 60% to 15% while connected to a power source. The battery later displayed 100%. The customer's blood glucose level was 100 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.